Manufacturer narrative:
Concomitant medical products:section d information references the main component of the system. Other relevant device(s) are: product ID: bi30000470r, lot/serial #: (B)(6) ; product ID: bi30000163, lot/serial #:(B)(6) h3) the computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The image acquisition system (ias) computer failed bench test. Os and application failed to load. Unable to boot pass bios. The pcba board was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The power switching board passed visual inspection. Board was installed into a known functional system. During system testing, it was found that the relay malfunctioned, causing the the system to not fully boot up. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and failed mechanical inspection. The system was not booting up properly. The system power board and the image acquisition station (ias) computer was replaced and the failure was resolved. The system was functioning as intended. Codes b01, c02 and d02 are applicable. The power board was returned however analysis has not yet been completed. Codes b21, c21 and d16 reflect this. Concomitant medical products: other relevant device(s) are: product ID: b i30000163, serial/lot #: rev. 4 : s/n (B)(4), product ID: bi71000850, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that after attempting to complete the rad and gain calibrations, the system was stuck in "system booting please wait" on the pendant. The site rebooted the system and was still unable to get the system to fully boot up to be used. No patient was present.